Manufacturer narrative:
Model number/catalog number:sc-1160; serial number: (B)(4); batch/lot number: 354482. Model/catalog description:spectra wavewriter ipg kit.

Event description:
A report was received that the patient experienced irritation in the previous location. The patient underwent a pocket revision procedure and was doing well postoperatively.